Event description:
It was reported that prior to a surgical procedure, it was observed that the vapr premiere 90 electrode -ea device was noted to have rust while in the package. Another device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product has not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found the active tip discolored. No other anomalies could be observed. The manufacturer performed an investigation of the photo provided with the following results: the image you have provided would appear to be consistent with the discoloration. The discoloration of the tip surface is cosmetic only and does not pose any risk to the patient. A CAPA has been initiated to address this issue. The overall complaint was confirmed as the observed condition of the vapr premiere 90 electrode -ea would have contributed to the complained device issue. Based on the investigation findings, a potential cause is traced to manufacturing. The product issue has been addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.